Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported melted battery contacts which was confirmed/ reproduced during visual inspection of the evaluation. Images of customer battery reveals charring on contact pins, which typically results from exposure to excessive heat. The cause was determined to be a fluid ingress. Evaluation has determined the device to be unserviceable for the observed failures. No additional investigation is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported melted battery contacts which was confirmed/reproduced during visual inspection of the evaluation. Images of customer battery reveals charring on contact pins, which typically results from exposure to excessive heat. Evaluation has determined the device to be unserviceable for the observed failures. No additional investigation is required. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a spectrum wireless battery module had melted battery contacts. This was observed in the intensive care unit. There was no patient involvement. No additional information is available.